Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device continually delivered a "connect electrodes" voice prompt after electrodes had been attached to a patient and, because it would not detect the patient, no defibrillation was provided. The patient, a (B)(6) female, was in the process of driving herself to the hospital because she was not feeling well when she went unconscious. Approximately ten (10) minutes after the emergency call was made the crew arrived on-scene. The first responders observed that three people were standing around the patient, who had been removed from her vehicle and placed on to the ground. There was no bystander CPR performed. An emt checked the patient and noted that she was not breathing, nor did she have a pulse. The emt began CPR while the AED was brought and applied to the patient by using 3rd party defibrillation electrodes. The device continued to give the "connect electrodes" prompt and never detected the patient. It was unknown whether or not the first responders did anything to prepare the patient's chest prior to application of the defibrillation electrodes. The defibrillation electrodes from the incident were disposed of by the customer. The emt continued CPR until an ambulance arrived. The patient was loaded into the ambulance where CPR was continued. It was unknown if the patient received defibrillation therapy, or drug therapy, by the ambulance crew. The patient did not survive the event.

Manufacturer narrative:
(B)(4). A physio-control clinical specialist examined the details of the patient event but was unable to determine the impact of the device use on the patient based on the lack of ECG data available. Physio-control tested the device's impedance but was unable to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.